Event description:
It was reported that during stemi, the intra-aortic balloon (iab) got ruptured. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d4 ( exp date), d8, d9, g3, g6, h2, h3, h6 (type of investigation, health effect ¿ impact codes, investigation findings, investigation conclusions, health effect ¿ clinical code), h8, h11 corrected fields: d4 (UDI #, lot #) the iab was returned with the membrane completely unfolded. No blood was visible on the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that during stemi, the intra-aortic balloon (iab) got ruptured.